Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was loss of capture noted on the left ventricular (lv) lead as a result of the lead dislodgement that was visually confirmed with x-ray imaging. The lv lead was capped and replaced to resolve the event and the patient was in stable condition.